Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to report that the receiver screen had displayed ???, and the sensor was removed early revealing a red, inflamed, itchy rash at the site on (B)(6) 2014. The sensor had been inserted at the buttocks on (B)(6) 2014.on (B)(6) 2015, additional information was received that the patient was taken to the doctors in (B)(6) of 2014. The doctor recommended not using the dexcom continuous glucose monitoring (cgm) system for a few months and prescribed a steroid cream to put on the affected area once the sensor pod is removed. The patient stared using their cgm again and the site is now healed from the steroid cream. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. The device was not returned for evaluation. The complaint cannot be confirmed. A root cause cannot be determined.